Event description:
The doctor reported the fracture of the implant screw 2 years post restoration after the patient returned to the dental office with a portion of the screw in their hand. The doctor was able to retrieve the remainder of the screw from inside the implant.

Manufacturer narrative:
Visual review of the returned abutment confirmed that it was fractured. No lot or order number provided. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. A definitive root cause could not be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.